Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0958-2020. (B)(4). S/w 2.9d. Unit not received stuck in manufacturing mode. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08740 inches. No bolus anomaly, basal anomaly or daily total anomaly noted during testing. Unit had scratched case, cracked case at the corner of the belt clip rail, fading and peeling serial number label, pillowing keypad overlay, keypad overlay texture damage and cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). High bg´s (not hospitalized) bg 300 ¿ am (B)(6) 2017 20:00 ¿ today (B)(6) 2017 250 12:00 mg/dl. Symptoms of high bg´s: nausea, vomiting: no. Keton: no. Treatment by syringe due to backup plan: yes. High bg`s persist after set change: no. Does br + bolus match with daily totals: yes. Programmed bolus. Insulin exists tubing: yes. Bolus delivery seen in bolus memory: yes. Hp test: 5 ,1 u ¿ made it twice and failed(check for leaks). Was there a lgs before high bg: yes. Pump dropped: no. Was pump/set/reservoir exposed to extreme temperatures: no. Checked bolus wizard programming. Time and date of pump at the time of call: ok. Has cust had a vehicle accident: no. Discussed other possible causes : set, site infection, site rotation, scar tissue, leaks, bent crimped cannula, improper seating of tubing connector, inactive insulin. Customer agrees pump is operating as designed: no. Advised customer to contact hcp if no reason was found. Sending replacement. Happened during normal use. Asked customer verbally and in written form to return broken pump for a nalysis. Given bolus was too high and cust felt into low bg low bg´s general (< 70 mg/dl) . Cust. Claims bg 50 mg/dl ¿ 19:00 symptoms of low bg´s: shaking, sweating, mental confusion, inability to follow simple commands: yes. Has cust.received medical attention no. Treatment of low bg. Monitored bg during call. Last set change : (B)(6) 2017. Checked alarm history. Cust was disconnected during rewind / prime. Verified insulin type and concentration. Checked correct fix prime amount. Checked programming, time, bolus history and totals are accurate / not accurate. Compared status screen and res volume. Ok. No contact to strong magnetic fields: displacement verification test: ok (ruled out healthy / lifestyle issues, unusual events, overbolus, recent br changes). Pump dropped: no. Time and date correct. Suggest cust to discuss bg with md. Has cust had a vehicle accident: no. Cust did drive at time of accident: no. Customer agrees pump is operating as designed: no. Is customer able to upload carelink data? No. Sending replacement. Happened during normal use. Asked customer verbally and in written form to return broken pump for analysis. (B)(4). High bg´s (not hospitalized) bg 300 ¿ am (B)(6) 2017 20:00 ¿ today (B)(6) 2017 250 12:00 mg/dl. Symptoms of high bg´s: nausea, vomiting: no. Keton: no. Treatment by syringe due to backup plan: yes. High bg`s persist after set change: no. Does br + bolus match with daily totals: yes. Programmed bolus. Insulin exists tubing: yes. Bolus delivery seen in bolus memory: yes. Hp test: 5 ,1 u ¿ made it twice and failed(check for leaks). Was there a lgs before high bg: yes. Pump dropped: no. Was pump/set/reservoir exposed to extreme temperatures: no. Checked bolus wizard programming. Time and date of pump at the time of call: ok. Has cust had a vehicle accident: no. Discussed other possible causes : set, site infection, site rotation, scar tissue, leaks, bent crimped cannula, improper seating of tubing connector, inactive insulin. Customer agrees pump is operating as designed: no. Advised customer to contact hcp if no reason was found. Sending replacement. Happened during normal use. Asked customer verbally and in written form to return broken pump for a nalysis. Given bolus was too high and cust felt into low bg low bg´s general (< 70 mg/dl) . Cust. Claims bg 50 mg/dl ¿ 19:00 symptoms of low bg´s: shaking, sweating, mental confusion, inability to follow simple commands: yes. Has cust.received medical attention no. Treatment of low bg. Monitored bg during call. Last set change : (B)(6) 2017. Checked alarm history. Cust was disconnected during rewind / prime. Verified insulin type and concentration. Checked correct fix prime amount. Checked programming, time, bolus history and totals are accurate / not accurate. Compared status screen and res volume. Ok. No contact to strong magnetic fields: displacement verification test: ok (ruled out healthy / lifestyle issues, unusual events, overbolus, recent br changes). Pump dropped: no. Time and date correct. Suggest cust to discuss bg with md. Has cust had a vehicle accident: no. Cust did drive at time of accident: no. Customer agrees pump is operating as designed: no. Is customer able to upload carelink data? No. Sending replacement. Happened during normal use. Asked customer verbally and in written form to return broken pump for analysis. (B)(4).